Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Blo no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
Ge healthcare received a purchase order for switch assembly from the hospital. The manual ventilation is available, but mechanical ventilation is not available. There was no reported patient involvement.

Manufacturer narrative:
The bag to vent micro-switch was replaced to fix the reported problem.